Event description:
It was reported that the bd ultra-fine¿ insulin syringe cannula broke off. The following information was provided by the initial reporter, translated from chinese to english: when extracting subcutaneous insulin injection for the patient, it was found that the bd syringe u100 was broken at the needle plug. Then the insulin syringe was immediately replaced and the insulin injection was re-extracted. No harm was caused to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe cannula broke off. The following information was provided by the initial reporter, translated from chinese to english: when extracting subcutaneous insulin injection for the patient, it was found that the bd syringe u100 was broken at the needle plug. Then the insulin syringe was immediately replaced and the insulin injection was re-extracted. No harm was caused to the patient.